Manufacturer narrative:
UDI: unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: smith & nephew cup and liner. Event: this was used in conjunction with depuy product in this patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 09/02/2016 clinical der states patient has been revised to address osteolysis and femoral stem loosening.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were reviewed. The depuy product was used off label. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.